Manufacturer narrative:
On october 6 2020, additional information received indicated that the patient underwent unilateral replacement with cat#:3505004bc, sn#:(B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade IV. (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female who underwent breast augmentation revision with a mentor memorygel 500cc silicone prosthesis experienced left sided capsular contracture baker grade IV post procedure. A physical examination was performed by a physician and capsular contracture was diagnosed. As a result, patient had an explant on (B)(6) 2020.